Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
See MDR# 1036844-2012-00195 for the first event involving the same pt. It was reported that when the dialysis process started, they noticed there was damage of the hub connection. As a result, a new hub replacement kit was used. There was no delay in treatment, no pt death, and complications were reported.